Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents. Also passed self-test, the rewind, basic occlusion, prime and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. Motor was tested outside the device and passed. Unit had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error and a had a blank display. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s spouse stated that the replacement insulin pump alarmed motor error during rewind. Customer stated that the insulin pump went blank and everything shuts off. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The customer's wife was unable to confirm if the insulin pump was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 400 mg/dl and declined troubleshooting. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.